Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after the customer had inserted the sensor, there was no flashing on the transmitter, this had happened twice. Customer's blood glucose level was 7 mmol/l. Customer reported that the sensor was damaged and the cannula was missing. Customer had active bleeding on site. Customer reported the blood was not visible on the sensor. Customer was assisted in stopping the bleeding. Customer was advised to monitor the site. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.